Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, device evaluations are unable to be performed. Lot history review revealed this is the only complaint for corporate lot number gfbt1683. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the facility for further evaluation. It is known that approximately 332 days post index procedure, a fistulogram indicated the target lesion was reoccluded. An angioplasty procedure was performed and it was deemed successful. The investigator assessed the reocclusion event was not related to the study device or to the index procedure, but definitely related to the av access circuit. However, the lack of further information or the returned sample prevents both confirmation of the reported event and identification of a root cause(s). Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market approval study during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion in the right upper arm basilic vein swing point. Approximately 332 days post index procedure, reportedly fistulogram indicated the target lesion was reoccluded. Angioplasty was performed with successful result. The investigator assessed the reocclusion event was not related to the study device or to the index procedure, but definitely related to the av access circuit .